Event description:
Main body graft and contralateral leg were deployed without incident. When the ipsilateral leg graft was to be placed, the wire guide was inadvertently pulled back too far and the ipsilateral leg graft was deployed behind the main body graft. When the leg graft was introduced it appeared to be in the proper position with the correct overlap. It was not until it was completely deployed that it was clear that the graft was not docked into the ispilateral limb. As a result of the placement of the leg graft, it was determined that there was no other recovery than to convert the graft to an aortouni-iliac configuration. Converter and occluder were placed with no further complications. Fem-fem bypass procedure was performed at the conclusion of the procedure. No endoleaks were observed.